Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. The set screw was noted to be lodged.

Event description:
It was reported that during the implant procedure the setscrew came out of the atrial port of the device header. The setscrew was recovered and removed from the patient. The device was not used and a new device was implanted. There were no patient complications as a result of this event.